Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, g3, g6, h2. Corrected data: this is a duplicate report and was already submitted under MFR # 2015691-2023-15355.

Manufacturer narrative:
H10: additional manufacturer narrative: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 7300tfx mitral valve has been placed under consideration for a valve-in-valve procedure after an implant duration of 5 years, 11 months due to thickened leaflets that restricted the valve leaflets motion and caused stenosis. The tmvr procedure has not yet been scheduled.